Manufacturer narrative:
Product ID: 8780, serial# unknown, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported a pump and catheter were opened but the healthcare professional (hcp) could not access cerebrospinal fluid (csf) due to patient anatomy. The pump and proximal segment of the catheter was implanted rather than discarded. The patient would return for a follow up surgical catheter implant after an magnetic resonance imaging (MRI) was performed to establish the best point to get csf safely. During the follow-up procedure, there was a catheter issue. The hcp had difficulty disconnecting the pump-catheter connector and stripped the outer silicone material off and had to use surgical tools to disconnect the inner metallic component of the catheter. The pump was used to deliver compounded baclofen. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the catheter (sn unknown) found difficulty with the sc connector led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.